Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2011. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
A review of the device history record for strattice lot s10954 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. A relationship between the strattice and this event could not be conclusively determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
On (B)(6) 2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event on (B)(6) 2024. As per the ppf form, the patient underwent a ¿ventral hernia¿ surgery and was implanted with strattice device on (B)(6) 2011. The patient underwent an ¿lysis of adhesions & nissen fundoplication¿ on (B)(6) 2013. The patient also underwent ¿recurrent incisional hernia repair, lysis of adhesions, small bowel obstruction, mesh removal, complex wound closure¿ on (B)(6) 2014. The patient also was treated for ¿small bowel obstruction¿ on (B)(6) 2015. As per the ppf form, the patient claims the implantation and failure of the mesh caused ¿hernia recurrence, dense adhesions of mesh to the bowel requiring multiple surgeries, multiple small bowel obstructions, short term pain & suffering, long-term pain and suffering, mental anguish.¿ the form lists the conditions that were treated were ¿adhesions¿ with approximate date of treatment of (B)(6) 2013. The patient underwent treatment for ¿adhesions, recurrence, small bowel obstruction¿ on or about (B)(6) 2014. The patient received treatment for ¿small bowel obstruction¿ on (B)(6) 2015. The ppf form also indicates the patient was implanted with a non-abbvie device, "atrium c-qur¿ on (B)(6) 2011. The form indicates that this device was removed on (B)(6) 2011 ¿due to infection of mesh.¿